Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2010; 4195-88 implantable pacing lead (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving an appropriate shock for ventricular tachycardia (vt). A remote transmission noted far field r-wave (ffrw) oversensing on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.